Event description:
The customer reported via phone call that she had a damaged battery cap on the insulin pump. Customer stated that she was experiencing swelling, a red dot, hardness, and pus around the abdomen area. Customer stated that her blood glucose was high at 574 mg/dl about a month ago. Customer stated that it was due to being on prednisone. Customer treated with a manual injection. Customer stated that her blood glucose was 374 mg/dl after her meal. Customer was advised to speak to a doctor regarding her infection. Customer was assisted with troubleshooting and was advised that the battery cap will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.